Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open pouch. Analysis and results: there are no previous complaints in the last five years. Batch number involved is not known. As no batch number is available, the units manufactured or reviewed of the batch manufacturing records cannot be completed. An open and used sample of safil with several detached needles and 3 sutures with the needle connected to the thread was received. Needle attachment strength test has been performed to the three sutures received and there is one value that does not fulfill the OEM requirement. The minimum value obtained from the samples is 0.022 kgf and the OEM specifications are: from 0.080 kgf to 1.700 kgf. However, there are no samples available in order to test up to 15 units as indicated in the finish product specifications (as one value lower than the minimum limit is accepted in 15 tested samples). Therefore, a proper analysis cannot be performed. Final conclusion: in spite of receiving a defective sample, without more closed samples and/or batch number, a suitable analysis cannot be performed. Nevertheless, note is taken of this incidence and if any closed samples are received in the future, the case will be re-open the case and analyzed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: japan. It was reported that when a nurse opened the suture package in a surgery, the needle was detached from the thread.